Event description:
Please note that this model number yb2016c140f is not approved in the united states; however, it is similar to the af2412c140axh which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (aneurysm enlargement). (Cause is unknown). Conclusion: (cause is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up the CT scan and angiogram showed that the aneurysm has expanded to 8 cm in diameter without the presence of an endoleak. The physician elected to reline the talent stent graft system with endurant cuffs and iliac limbs. No additional clinical sequelae were reported, and the patient is fine.